Event description:
In 2002, the user facilities radiologist informed the manufacturer's sales representative of the following: patient presented approximately one week after placement with local cellulitis. Currently on antibiotics. Remains implanted at present.